Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The stylet/guidewire was kinked/buckled. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with an unknown guidewire stuck in the lumen. The guidewire is kinked/buckled in the distal tip nose of the lead. Guidewire insertion test could not be performed due to a unknown guidewire stuck in the lumen of the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guidewire became stuck in the left ventricular (lv) lead. The lv lead was removed and not implanted. No patient complications have been reported as a result of this event.